Event description:
A report was received that the patient¿s low back midline incision opened up and caused infection but it was not at the lead site. Symptom was oozing drainage from the incision site. A computerized tomography (cat) scan was taken in order to make sure that there was no infection in the epidural space. The patient was on a two-week regimen of intravenous antibiotics.

Manufacturer narrative:
Additional information was received that no further information can be obtained by bsn. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's low back midline incision opened up and caused infection but it was not at the lead site. Symptom was oozing drainage from the incision site. A computerized tomography (cat) scan was taken in order to make sure that there was no infection in the epidural space. The patient was on a two-week regimen of intravenous antibiotics.

Manufacturer narrative:
(B)(4).